Manufacturer narrative:
The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays, original implantation date, and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. The original procedure was completed by a different surgeon at a different hospital, the details of which have not been provided. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends.

Event description:
It was reported that a revision of a smiles knee was performed due to mechanical failure of the femoral component.

Event description:
It was reported that a revision of a smiles knee was performed due to mechanical failure of the femoral component.

Manufacturer narrative:
An event regarding disassociation involving a mets smiles tkr femoral component was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection confirms that the femoral stem of the returned device had separated from the femoral component at the shrink fit join. Visual inspection identified evidence of damage to the shrink fit section of the femoral stem. Surface marks were identified on the rim of the femoral component shrink fit section. Damage is also observed on the stem of the femoral component, most likely damage caused during the extraction procedure. Dimensional inspection: due to the condition of the device shrink fit sections, dimensional inspection is not practical. Functional inspection: due to the condition of the device shrink fit sections, functional inspection is not practical. Material analysis: visual examination confirmed dissociation of femoral stem from the femoral knee. Stereological and electron microscopy examination identified wear, debris, and explantation damage observed on the femoral stem. The wear observed on the proximal end of the femoral stem and the female femoral was likely due to the loss of lock between the stem and the femoral knee. The loosening likely caused the stem to articulate with the femoral causing wear damage. The cause of loss of the initial lock is not detectable due to the extent of wear damage. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate 15 devices were manufactured and accepted into final stock on 30may2012 with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the original procedure was completed by a different surgeon at a different hospital, the details of which have not been provided. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays, original implantation date, and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by siw. If additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends. The femoral component was revised on the (B)(6) 2017 with no reported complications. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device is not available.

Event description:
It was reported that a revision of a smiles knee was performed due to mechanical failure of the femoral component.